Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) system error (se) 2240 (air in the set), during drain 2 of 3. The technical services representative (tsr) explained the alarms and instructed the home patient (hp) to cycle the power twice to clear them. The hp wanted to end therapy for the night. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours to let her know what happened. (B)(4) contacted the hp on (B)(6) 2011 regarding a system error 2240 alarm. Per the hp, she set everything up as she normally does on the home choice (hc) and did not see anything that may have caused the alarm. The hp ended therapy and resumed therapy the following night on the cycler without problems. The hp stated she contacted her peritoneal dialysis registered nurse (pdrn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in the set) was not confirmed due to lack of sample. The cause was undetermined. The batch review was performed for lot (h11d15072) with no defects noted. Label review was not performed as no user error was suspected. An individual trend review was not performed. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.